Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024 block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00542 for the exalt model b scope, and 3005099803-2024-00702 for the exalt model b monitor it was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope, regular during an unknown procedure performed on an unknown date. During the procedure, the monitor screen went black and visualization was lost. The physician switched to a second exalt model b monitor and a new exalt model b scope to complete the procedure. There were no reported patient complications as a result of this event.